Event description:
A customer had a problem with the scd sequel response tubing. The customer alleges "the tubing was manufacturerd backwards causing the scd sleeve to inflate sequentially down the leg while the middle chamber, the (comfort cooling) chamber continued to inflate continuously causing a tourniquet on the leg. The customer alleges this caused the pt to momentarily cut off circulation in the leg turning the foot blue and the leg red. The pt told the nurse the scd was tight and it was removed. The pt suffered bruising on the leg that eventually went away.